Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 3oct18. (B)(4). The manufacturer¿s international service technician could not duplicate the reported touchscreen issue, however, they replaced the touchscreen as a preventive measure of recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported that the touch panel malfunctioned. When each item was set, the touch panel including + and - sometimes reacted poorly. There was no patient involvement. The event date was not specified; estimate used.